Manufacturer narrative:
Additional information was received that the patients battery was rubbing lower rib causing pain. The patient underwent a revision procedure and was doing well postoperatively.

Event description:
A report was received that the patient will undergo a pocket revision for an unknown reason.

Event description:
A report was received that the patient will undergo a pocket revision for an unknown reason.